Event description:
Boston scientific received information that the patient implanted with this device system endured a non-device related laparoscopic colonoscopy. Upon review of device data following the procedure, stored episodes of noise were observed. The episodes appeared as possible electromagnetic interference (emi), likely from cautery used during the procedure. One instance of pacing inhibition of nearly three seconds was observed. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.